Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that the pump was pulsating. There were no audio tones with the pulsating, and the screens worked as normal. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms. The pump cover was removed to find no intermittent conditions to the printed circuit board. The vibration issue was unable to be duplicated during investigation.